Manufacturer narrative:
Additional info: autopsy report revealed that incident was not related (directly or indirectly) to device. Evaluation codes changed to reflect new info. This report is considered closed, unless directed otherwise.

Event description:
Pt death due to a ruptured thoracic aortic aneurysm. No autopsy results available at this time.